Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer obtained an error message of "replace sensor" while scanning the adc freestyle libre sensor and did not perform a blood glucose test. On (B)(6) 2021, the customer experienced unspecified hypoglycemia, lost consciousness, and resulted in a hypoglycemic coma. The firefighters and a "samu" were contacted and the customer was diagnosed with hypoglycemia and a glucose injection was provided as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.